Event description:
While a pt was being treated, and after the second field was administered, the software moved to the fourth field. The third field of treatment was grayed out, and inaccessible. The error was noted by the therapists, and decision made to go ahead and treat the field, and see once finished if they could return and treat the third field. At the end of the fourth field, the third field was still grayed out. They finished the fifth field (last segment of prescription), and exited out of the pt's prescription. Then the pt's prescription was reacquired, and the third field is now visible. They treated the last segment of prescription, and informed the physicist.